Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that in the beginning of (B)(6), exact date unknown, a patient underwent a novasure endometrial ablation. The patient reported to the emergency room on (B)(6) 2018 with pelvic pain and uterine tenderness. A hysterectomy was performed and a small bowel burn was noted. No treatment was performed on the bowel burn. No additional information was received.

Manufacturer narrative:
The disposable device will not be returning. The novasure radio frequency controller was returned by the customer for investigation. The controller passed all functional testing. A DHR review was conducted and the device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the reported adverse event.